Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 13 states, "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00086 / 00087). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent left total hip arthroplasty (B)(6) 2008. Subsequently, a revision was performed (B)(6) 2012 allegedly due to leg length discrepancy, pain, burning sensation, discomfort, weakness, soreness, difficulty walking and elevated metal ion levels. It was further reported that patient allegedly suffered dislocation (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 . Medical records provided indicate revision was allegedly due to metallosis, metal-stained tissue and fluid, pseudotumor, alval, and malposition of cup, debridement and elevated metal ions. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2013-00086,00087, 00086-1, 00087-1 and 02461). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.